Event description:
The hcp was performing a catheter replacement procedure and discovered an encapsulated mass in the spine. When he opened it 'possible pus' was running out. He tried to remove the mass and then realized additional removal should be done by a neurosurgeon. The hcp suspected that the drug was never flowing into the patient's spine because, the in-situ catheter was running through the mass. The specimen was sent to pathology. Everything was explanted in case of infection. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: 2012 (B)(6), product type catheter product ID, 8596sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated, the catheter had a break, tear, or hole in the distal/spinal segment. A subcutaneous granuloma was noted to have resulted due to "drug effects"; the granuloma was outside of the patient's spine. The patient was noted to have recovered without sequela and was doing "ok" according to their healthcare provider. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.